Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 88.4cm from the strain relief. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was tightly folded. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified trunk of the left common artery. A 3.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during introduction, the delivery shaft was separated in two pieces. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that a shaft break occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified trunk of the left common artery. A 3.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during introduction, the delivery shaft was separated in two pieces. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was stable.